Manufacturer narrative:
Pump received with broken reservoir tube lip and missing reservoir tube o ring. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Event description:
The customer reported via phone call that the reservoir compartment was broken and reservoir lip ring was fell off. The customer¿s blood glucose level was unknown. The customer stated that the reservoir was able to lock in place. The customer stated that reservoir lip ring was damaged. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. Troubleshooting was performed. The device will be returned for analysis.